Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three-piece lens but the lens tore. There was no pt contact or injury. The reporter stated the cause of the lens damage was a loading error.